Manufacturer narrative:
Reference record (B)(4). The device involved in the event was removed from the patient and was not returned; therefore, a return sample evaluation is unable to be performed. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. Refer to MDR 3010757606-2023-00840 for peg tube record intestinal perforation is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient's tubing lodged into the small intestine, and the patient underwent tubing replacement. After a query attempt to further inquire on the reported event, it was unclear if the patient experienced adhesion of the tubing to the small intestine or perforation of the small intestine. However abbvie has conservatively chosen to report this event. No further information was available.